Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "patient underwent ion bronchoscopy and during the procedure, developed st elevation in inferior leads along with hypotension. The EKG changes persisted after the procedure, and the patient underwent cardiac catheterization. No obstructive vessels were seen on the catheterization and the EKG changes resolved. Breath hold during the biopsy was speculated to have contributed to hypoxia and hypercapnia that may have resulted in the hemodynamic changes. It is unclear if the patient was hypoxic or hypercapnic during the procedure. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of (B)(4) bronchoscopies the total number of any complications was reported to be (B)(4) including (B)(4) arrhythmias ((B)(4)) and (B)(4) total deaths (B)(4). A multicenter study reported (B)(4) complications with no arrhythmias nor deaths associated with (B)(4) cases. A prospective multicenter international study of (B)(4) reported (B)(4) associated death (B)(4) and no arrhythmias. Another survey-based study of (B)(4) bronchoscopies described (B)(4) cases (B)(4) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in (B)(4) patients reported an overall adverse event rate of (B)(4) including a rate of (B)(4) of arrhythmia and (B)(4) death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including (B)(4) cases reported no cardiac events. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the event was likely due to the procedure under general anesthesia and not associated with ion system, instruments, or accessories." Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. A system log review could not be performed because a specific event date was not provided.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient experienced st elevation and hypotension. Induction hypotension occurred, requiring vasopressors to maintain the patient's blood pressure. The first breath hold was completed successfully, and the patient tolerated it, though remained relatively hypotensive during biopsy. The patient was noted on the monitor to have diffuse st elevations in leads ii, iii, and vf. After the breath hold was released, two needle passes with a 21-gauge needle were completed. When the patient was allowed to awaken, the st elevation persisted. The patient was transferred to the post-anesthesia care unit (pacu) hemodynamically stable regarding blood pressure, however, with persistent st elevation and concern for underlying coronary disease, the patient was sent for a cardiac catheterization. The catheterization showed non-obstructive vessels, and the st elevations resolved. This patient was presented at a morbidity and mortality conference where the concern was the breath hold regarding hypotension and undetected significant hypercapnia and hypoxia. The patient did well overall and the final diagnosis was adenocarcinoma. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.